Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2023-00004 and 3013886523-2022-00599. A facility reported negative values of a cerelink microsensor (ID 826851) one day after implantation. The sensor was used with directlink icp module (ID 826828) and cable (ID 826840). Monitoring was not possible, therefore, sensor was explanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Directlink cable was returned for evaluation: DHR - not possible. The lot provided is the supplier lot number, not integra. Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment and drawing: no defect was noted. The cable was electrically tested: no abnormal discontinuity and no abnormal short circuit was measured. The complaint evaluation was unable to conclusively verify the complaint as valid. Device passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly.